Manufacturer narrative:
352635 evaluation statement: the reported event of air in line alarms could not be confirmed. A site visit was conducted on (B)(6) 2020 by a bd consultant who found that one possibility for the air in line alarms was caused by kinked tubing, which caused air bubble in the set, however no product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The pump modules and disposable sets were not received for investigation a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there were increased air-in-line alarms. It was noted that "pockets" of shifts first experienced the issue, then it became "all departments and all shifts." It was observed that the issue started around the same time that trimedex started the mme program which was in december. There was no patient harm. The alarms did not cause a delay that significantly impatient patient outcomes. Although requested, no additional patient information was provided.